Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). In addition, sinus bradycardia was noted. No additional adverse patient effects were reported. This rv lead remains in service.